Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, while in basket shape in right inferior pulmonary vein, spline inverted. Was not apparent on fluoro, so physician went to flower shape. At this point, the inverted spline became clear. When the flower was undeployed and attempted to pull back into sheath to fix, the inverted spline persisted, and catheter could not be easily recaptured in the sheath. With some difficulty, physician was able to bring catheter in sheath and remove from body. A spline was broken upon removal from body. Spline likely broke when the catheter was pulled back into the sheath. The catheter was replaced, and procedure was completed without patient complications and all device components were accounted for outside of the patient. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was first received at boston scientific's post market laboratory it was visually inspected which revealed that one of the splines of the catheter was fractured (both ends of the spline were still connected to the catheter but the spline was fractured in the middle.) The fractured spline was then examined under a microscope which showed evidence of a ductile fracture. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a fractured spline was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of an unintended use error caused or contributed to the event and for the broken spline as the catheter had to be forcefully withdrawn into the sheath. Additionally, the cause could not be established for the spline inversion nor the difficult to withdraw allegation as the sheath was not returned with the catheter.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, while in basket shape in right inferior pulmonary vein, spline inverted. Was not apparent on fluoro, so physician went to flower shape. At this point, the inverted spline became clear. When the flower was undeployed and attempted to pull back into sheath to fix, the inverted spline persisted, and catheter could not be easily recaptured in the sheath. With some difficulty, physician was able to bring catheter in sheath and remove from body. A spline was broken upon removal from body. Spline likely broke when the catheter was pulled back into the sheath. The catheter was replaced, and procedure was completed without patient complications and all device components were accounted for outside of the patient. The device is expected to be returned for laboratory analysis. 08jul2025 per gfe: the spline did not break off in the body. The full spline made it out of the body, however, the spline itself was broken.